Event description:
During a recent incident reported by a distributor from france, a customer experienced an issue where the pump was not charging, which was later identified to be due to a faulty usb port that prevented the pump from starting. There was no information available regarding any adverse impact on the customer's blood glucose level. The customer intends to return the defective pump and a replacement pump with a new serial number has been arranged.